Event description:
It was reported a 71-year-old female had prep-operation placement of an impella cp device for mechanical circulatory support. Hemolysis was observed one day after using the impella cp pump, which was managed by lowering the performance level. Additional information was obtained and further noted the patient developed an infection while on support and the patient's hemodynamics deteriorated. The impella pump was replaced, and extracorporeal membrane oxygenation was added.

Manufacturer narrative:
The investigation has been completed. No product was returned. The root cause of the hemolysis and infection could not be determined since the product was not returned and sufficient clinical details were not provided. Instructions for use for the related events are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can catheter blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ "the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿